Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the programmer was returned and analyzed. The missing keyboard and stylus were replaced, as were the broken keyboard hinges. Confirmed customer complaint - related to a software error - reconfigured hard drive and reloaded software. Executed get logs and get patient info applications, for retrieval and archiving of device and patient information. Updated device configuration to include ecos 08-02096 and 08-00693. Device passed final functional and system tests. No other anomalies were found. (B)(6). (B)(4).

Event description:
It was reported that interrogation failed and that the keyboard was broken. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.